Manufacturer narrative:
No conclusion can be drawn, investigation could not be completed. Device history record review cannot be performed without a lot number, no lot number provided.

Event description:
Synthes clinical affairs was notified of a study pt who experienced adjacent level disc herniation and radiculopathy. Pt was originally fused (acdf) at c5-c6 on (B) (6) 2004. The surgeon removed the original hardware at c5-c6 and performed a complete anterior discectomy of c6-c7, using an allograft interbody bone graft spacer and small stature plate.